Event description:
It was reported that during an unknown procedure, the last clip did not fire but cut the tissue. It is unknown how the procedure was completed. There was no impact to the patient reported. No additional details could be provided.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident as the device function as intended and no anomalies were found with the jaws. The final quality release criteria was met before this batch was released for distribution. The analysis results of device (b) found that it was received in good visual condition and with no anomalies on the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop during the firing sequence causing the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; pear shaped clips were released. During the next firing sequence, the clip was formed as conforming. The device locked out as intended but the orange indicator did not show up completely. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # g9kk8k, mfg date 7/17/2010; exp date 6/17/20015. 3500a codes: (B)(4): advancer bypass, malformed clip.